Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the reported event occurred due to stress from repeated use, external factors, or handling. The following information from the instructions for use (IFU) pertains to this event: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) medical center. The device was returned and evaluated, and the customer¿s allegation of air and water leakage was confirmed. Device evaluation found that due to a cut on bending section cover, water tightness was lost. The additional evaluation findings are as follows: connecting tube had coating peeling, connecting tube had a dent, light guide-cover glass had discoloration, suction connector had a scratch, universal cord had a scratch, universal cord had a dent, up and down plate had a burn, up and down plate had a scratch, angulation lever had a scratch, grip had a scratch, switch 4 had a scratch, switch 1 had wear, switch box had a scratch, suction cover had a scratch, control unit had a scratch, light guide lens had a crack, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, due to damage on channel tube, forceps cannot be inserted smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, electrical connector had corrosion due to water leakage, connecting tube had a buckling, adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera bronchovideoscope had air an water leakage. There were no reports of patient harm. During evaluation of the returned device, it was found that the image guide tube coat was peeling and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.